Event description:
It was reported that three (3) homechoice automated pd set with cassette had particulate matter inside fluid pathway. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three actual sample were received for evaluation. A visual inspection with the naked eye noted an embedded particulate matter on the last fill line tubing on all three samples. The reported condition was verified. The cause of the event was determined to be manufacturing related issue that occurred during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.